Event description:
It was reported that "the button to wake the pump is unresponsive". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.